Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, the patient complained numbness of the lower limb and the lower limb was not able to be moved. A CT imaging revealed that the proximal of a trunk ipsilateral leg was compressed and a proximal type I endoleak. There was no blood flow from the trunk to the left leg due to thrombus. Two aortic extender endoprostheses were implanted proximally. It was observed that the endoleak was resolved and the blood flow of the left leg was recovered. The physician stated that the cause of compression and occlusion was unknown, and there was no birdbeak and/or endoleak at the initial procedure.